Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. On the same day the wearable failed, the patient removed the sensor. The patient reported that he lost consciousness after an hour but not more than 2 hours. He did not replace the failed wearable since he did not have any other sensor to replace the sensor that failed. The patient was reportedly not monitoring the bg (blood glucose) by fingerstick following the wearable failure. The patient experienced dizziness and syncope due to hypoglycemia. Ems (emergency medical services) was called by the spouse, and he was treated with glucose IV. According to the report, the patient said his glucose dropped to 30 mg/dl. Before the rescue team left, the patient said he could remember his glucose was 80 mg/dl at the time of the call the same day, the patient tested the bg and it was 38 and 55 mg/dl. There was no documentation of treatment of ongoing hypoglycemia. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.